Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an unrelated neck surgery redoing a metal fusion a couple of weeks prior to the report, confirmed as (B)(6) of 2019. During the surgery, there was an electric shock that went through the patient¿s body. The patient programmer was showing a picture of a doctor and to call; however, the specific error message was unknown. Additional information was received from the consumer on (B)(6) 2019 reporting that after their neck surgery last week ((B)(6) 2019) the patient saw elective removal indicator (eri) for one of the implantable neurostimulator (ins)s and end of service (eos) for the other ins. No further complications were reported. See MDR 3004209178-2019-08826 for the patient's other implanted device.